Event description:
This report of a homechoice patient who contacted baxter regarding a patient line that became disconnected during drain 1 of peritoneal dialysis on a homechoice machine. The home patient (hp) stated that there were no alarms and the bed was wet. The nurse stated the patient performed automated peritoneal dialysis and the catheter adapter type was unknown. The nurse stated all connections were made by hand and there were no connection difficulties noticed prior to this event. The nurse was unaware of anything that may have cause the separation. The nurse then stated that the patient received antibiotics and after testing the patient showed elevated cell counts.

Manufacturer narrative:
The device was not evaluated since it was discarded and the lot number is unknown.